Event description:
Report received of an over-delivery of heparin due to possible user error programming the pump. The pt was ordered to receive heparin 25,000 units in 250 ml of an unspecified IV solution to infuse at 14.5 ml/hr. It was reported that there may have been a programming error and the pt received the heparin ay 29 ml/hour for approx 6-7 hours. The pump was alarming with distal occlusion alarms when the incorrect rate was noted. The heparin was stopped and the pt's ptt level was drawn. The heparin drip was resumed at an unspecified time later in the day when the ptt level was within normal limits. The pt did not experience any bleeding complications as a result of the over-delivery of heparin. There was no reported adverse pt event.